Event description:
Pt sustained a right elbow fracture during 1992. She required a total elbow arthroplasty during 1993 due to fracture nonunion. On physical examination, performed prior to admission of the pt to the hosp, it was noted that the "elbow has completely fallen apart, loosened, and actually fractured the stem tip of the humerus since that time." The pt was admitted to the hosp for revision arthroplasty of the elbow. Intraoperatively, the humeral stem was easily removed with cement. Once the humeral component was removed, the fracture was held reduced and cerclage wires were used to augment fixation of the fracture. Pathology report was read as "synovium with fibrosis; focal xanthomatous inflammation and osseus metaplasia". A frozen section was performed which revealed no acute inflammation. The ulnar and humeral components were replaced.